Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a versacross connect access solution for faradrive was selected for use. During the procedure, despite six attempts at energization, the device failed to achieve penetration into the left atrium. Thus, the device was replaced and non- boston scientific device was used to complete the procedure. No patient complication was reported. Device is not expected to be return for analysis as it was disposed. It was confirmed that the radiofrequency was delivered, but wire could not cross even after the 6 attempts, rf was applied each time. No error was noted.

Manufacturer narrative:
Updated field h6: device codes a2304 off label use added.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a versacross connect access solution for faradrive was selected for use. During the procedure, despite six attempts at energization, the device failed to achieve penetration into the left atrium. Thus, the device was replaced and non- boston scientific device was used to complete the procedure. No patient complication was reported. Device is not expected to be return for analysis as it was disposed. It was confirmed that the radiofrequency was delivered, but wire could not cross even after the 6 attempts, rf was applied each time. No error was noted.